Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4. Additional PMA/510k k822723.

Event description:
It was reported that right after insertion in patient, this swan-ganz pacing catheter did not pace. This catheter was to be used for tavi. When this catheter was replaced, the problem was solved. The size of the sheath introducer used with this catheter is unknown. There was no allegation of patient injury.

Manufacturer narrative:
One swan-ganz bipolar pacing catheter was returned for evaluation. Customer report of unable to pace was confirmed. Continuity testing confirmed the full open condition of the distal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Distal lead wire was found to be broken under the balloon. Proximal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. Engineering task assigned for further investigation. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information the failure pacing catheter broken leadwire distal cannot be associated to a manufacturing defect, as customer reported it was during procedure. Therefore, a root cause could not be identified at this time. As per manufacturing process, a verification of the nickel magnet bifilar for delamination and the insertion of the wire into the catheter tube as per the procedure. A final continuity test is performed to the electrodes as per the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.